Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in the nozzle could not be determined since it was impossible to obtain the additional information including the reprocessing steps, and there was no physical damage at the place where the foreign material remained. The source of the foreign material was not identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected and prevented in accordance with the following instructions for use: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.